Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported .8 ml juvéderm® volbella¿ xc on lips with late onset inflammation 2 months later." Additionally, the hcp reported that the patient had a follow-up appointment and all was well and then the patient called the office with swelling at vermillion borders and center of lip and corner where juvéderm® volbella¿ xc was injected. The patient was treated with ¿dexamethasone¿ and the swelling went down and everything was normal. A week later the swelling came back. Hcp prescribed the patient with a 7-day mdp starting at 40 mg. The patient was then instructed to take allergra in the am, zrytec in pm, and pepcid.